Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A 3i t3® non-platform switched tapered implant 5 x 11.5mm (bost511) was returned for investigation. Visual inspection of the as returned product identified some bone material and no damage found. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device were measured with caliper and verified to match DHR specifications. No pre-existing conditions were noted on the per. The reported device was used for approximately 7 months, 22 days. Pictures/x-ray images were provided by the customer. The x-ray image shows the surgical site, patients mouth, and product. Per dr. Ele, medical affairs manager, the reported relocation to sinus is confirmed. Bone loss could not be verified due to poor quality of images. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014020097) for similar cause and no other complaint was identified. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (loss of integration; relocated to sinus and bone loss) or device (bost511). Therefore, based on the available information, device malfunction did not occur; however, the reported event for relocating to sinus was confirmed by sme. In addition, the reported event for bone loss is not verifiable. A definitive cause could not be identified. The following sections have been updated: unique identifier (UDI) number: (B)(4). Checked "follow-up," checked follow-up type.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that when placing the healing abutment, implant (bost511) migrated into the sinus. Sinus had to be perforated to extract the implant. Implant was successfully removed and perforation was repaired. No replacement was placed and site was left to heal. Doctor indicated loss of integration and bone loss. Tooth location 3.